Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 05-mar-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse performed troubleshooting and found the sample syringe motor moving sluggishly. Fse replaced the sample syringe assembly, the pumps of the diluent, wash, and waste. Fse then ran quality controls (qc); all results were within acceptable range. The aia-360 instrument functions as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 4013 is spec.sy home not found. This error is generated when the home position of the specimen syringe motor cannot be detected. The suggestion is for the customer to turn the power off and on again. If this problem reoccurs, contact the service department. Message 5022 is specimen task error. This error is generated when there is specimen arm task execution error. The suggestion is for the customer to turn the power off and on again and send the printed error report to the service department. The most probable cause of the reported event was due to faulty sample syringe assembly.

Event description:
On (B)(6) 2018, a customer reported getting error 4013 spec.sy home not found and 5022 specimen task error on the aia-360 instrument. Customer is unable to run patient samples on estradiol (e2). On 05-mar-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer: the sample syringe assembly was received at instrument service center (isc) for evaluation. Isc could not verify the issue. The assembly unit was visually inspected and no damage was observed. Functional testing confirmed the syringe motor was able to cycle as intended. The probable cause of the reported event could not be determined. Corrected data: in the initial report, it stated the date of fse dispatch was 05-march-2018. The corrected date is 02-march-2018. The initial report states the age of the device is 5 years. The corrected age of the device is 4 years.

Event description:
N/a.